Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 electrosurgical generator unit (esu) to resolve the issue. The fse also noted a missing fiber optic dust cap assembly and two missing fiber release tabs. The system was tested and verified as ready for use. Isi received the e-100 esu involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure of vessel sealer generator issue and sealing and cutting issues, could not be replicated or confirmed. The unit was installed onto a test system, where it ran 10 power cycles and sat idle for one hour. The unit performed cutting and sealing with no problem. There was no trouble found the affected parts (fiber optic dust cap and fiber release tabs) are field scrap items and will not be returning to isi for further investigation. A review of the procedure log showed a general surgery procedure was performed on (B)(6) 2022 on system sk3804. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the esu was in an unacceptable state after the start of the procedure and the surgeon was able to continue with the procedure robotically. The e-100 required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed that the vessel sealer extend (vse) was not cutting properly and requested that the e-100 electrosurgical generator unit (esu) be looked at. The technical support engineer (tse) reviewed the logs and found no related errors. The tse asked the customer if they were able to power cycle the e-100 esu and reseat the cable or try another instrument. The customer stated that the surgeon was actively using it so they were not able to power cycle. The surgeon stated the issue occurred previously. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.